Event description:
A pt with prior orif of a mandible fracture developed an infection post operatively. The surgeon returned the pt to the operating room to remove the hardware. The pt reportedly had some healing - a fibrous union. The surgeon revised the pt to a new plate and screws. This report is #4 of 7 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Sterilization validation documentation, decision finding protocols, dfps, was reviewed and demonstrated that each of the part numbers included within this complaint had been evaluated for sterilization. The sterilization parameters are consistent with synthes current ifus, and the supporting validations demonstrate that a sterility assurance level, sal, of 10-6 is achievable when the ifus are employed.